Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of this event is operational context. Product unavailable for analysis.

Event description:
Clinical trial. It was reported that during a coronary artery drug-eluting stenting procedure, balloon withdrawal resistance was encountered. The index procedure identified one target lesion. Target lesion one was a restenotic lesion of the proximal rca (right coronary artery) with 90% stenosis and mild tortuosity measuring 3.5x10mm. Direct stenting was performed with a 3.5x20mm taxus liberte drug-eluting stent at 25atm. The site reported that the balloon was inflated to 25atm one time due to a "hard lesion". During deployment, the delivery system balloon ruptured. Mild balloon withdrawal resistance was also noted following deployment of the taxus liberte drug-eluting stent. The balloon was reportedly removed intact when "pulled a bit harder". The patient was discharged the same day on asa and plavix. There were no complications reported as a result of this event.